Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the completed investigation results. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. The medical device was not returned for analysis; therefore, a definitive root cause could not be determined. Sufficient details regarding the harm and the adverse event were not provided, and a cause for the event was unable to be identified based on the available information. Based on the available information, the complaint was confirmed for bleeding. Review of the device history record (DHR) showed there were no issues noted during the manufacture of the product that could have contributed to this complaint condition.

Event description:
Terumo medical corporation received the following reported information: a transcatheter aortic valve replacement (tavr) was performed via 6 french access. The closure was successful and the patient remained in the hospital due to the procedure. The patient started severely bleeding from the access site 48-72 hours later. The patient had was ambulating prior to the bleeding and reported feeling a "pop". The patient was still at the hospital and required significant blood transfusions. The estimated blood loss was greater than 250cc; however, the patient was stable.

Manufacturer narrative:
A4: weight: requested, not provided. D6a: implanted date: date unknown . D6b: explanted date: device was not explanted. E3: occupation: ccl director. The actual device was not available; therefore, the actual device will not be returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.